Event description:
It was reported that the patient underwent extensive lysis of adhesions of the left knee with revision of the tibial polyethylene component.

Manufacturer narrative:
Evaluation summary: review of primary surgical report provided did not reveal indications that the recommended surgical technique was not followed. The revision surgical report stated that extensive lysis of adhesions and revision of articular surface were performed. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that he product failed to meet specification. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.